Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. The review of device's logs confirmed occurrence of reported issue. The ventilator passed all functional and safety tests and was cleared for clinical use. In case of a high continuous pressure alarm, the safety valve is opened for 5 seconds in order to reduce the airway pressure. The sudden start and frequent generation of the high continuous pressure alarm indicates that the expiratory resistance had increased at the time for the event. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the increase of expiratory resistance. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarm indicating a high continuous pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).